Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('significant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("varied muscle pain"), fatigue ("great fatigue"), blindness ("significant loss of vision"), sleep disorder ("sleep disturbance"), loss of libido ("loss of libido"), amnesia ("memory loss"), systemic lupus erythematosus ("suspected lupus") and fibromyalgia ("suspected fibromyalgia"). At the time of the report, the pelvic pain, myalgia, fatigue, blindness, sleep disorder, loss of libido, amnesia, systemic lupus erythematosus and fibromyalgia outcome was unknown. The reporter provided no causality assessment for amnesia, blindness, fatigue, fibromyalgia, loss of libido, myalgia, pelvic pain, sleep disorder and systemic lupus erythematosus with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('significant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("varied muscle pain"), fatigue ("great fatigue"), blindness ("significant loss of vision"), sleep disorder ("sleep disturbance"), loss of libido ("loss of libido"), amnesia ("memory loss"), systemic lupus erythematosus ("suspected lupus"), fibromyalgia ("suspected fibromyalgia") and alopecia ("significant hair loss"). At the time of the report, the pelvic pain, myalgia, fatigue, blindness, sleep disorder, loss of libido, amnesia, systemic lupus erythematosus, fibromyalgia and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, blindness, fatigue, fibromyalgia, loss of libido, myalgia, pelvic pain, sleep disorder and systemic lupus erythematosus with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc; addition of event hair loss following internal case review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.